Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Insulin pump received with missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.